Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a competitor device implant, when the lv lead was advanced over the coronary wire, the wire protrudes through the insulation at the s turn of the lead. The same issue occurred with a second lead. The guide wire was in the target vessel and both leads were advanced over the back end of the guidewire. It was noted that the leads needed to be manually straightened prior to introducing. A third lead was successfully implanted with no problems. No patient complications noted before, during, and after the procedure.